Event description:
During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient's catheter broke and resulted in peritonitis on (B)(6) 2011. On an unreported date, a peritoneal effluent culture was performed and the results were positive for enterococcus. On (B)(6) 2011, the patient was hospitalized for the events catheter broke and peritonitis with culture positive for enterococcus. Treatment for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event catheter broke was not reported. At the time of this report, the patient was recovering from the peritonitis. The nurse did not comment on causality for the event catheter broke, but stated that the peritonitis was not related to dianeal pd4 ambuflex and dianeal pd4 ultrabag therapy. On (B)(6) 2011, product surveillance spoke with the nurse who stated that the patient has had this catheter for over three years. She believes that it was multiple issues that caused the catheter to break. The nurse was not 100 percent certain of the manufacturer of the catheter. The nurse stated that there was nothing wrong with the catheter itself and all the information about the catheter was unknown. The nurse stated that the patient is continuing with therapy. Patient injury reported: yes. Medical intervention required: yes.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).